Event description:
It was reported that there was loss of capture and atrial undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).